Event description:
A voluntary patient medwatch report was received from FDA ((B)(4)). The patient reported the following: "I was supposed to have custom prk but had standard without my knowledge the visx laser was programmed with a standard ablation of only 5.5 mm while I have 8 mm pupils. On my post op topographies that ablation is only 4 mm. My left eye has a decentered ablation. I had terrible starbursting, ghosting and glare in low light. I was told this never happens. I do not have irregular healing or haze. My problems are the result of too small ablation. I had no follow up with the laser clinic as the surgeon was just borrowing the laser. All my follow-ups were with the surgeon so how is the clinic going to know about any problems that have happened."

Manufacturer narrative:
The identity of the reporter, contact information, location of the device and the device serial number is unknown. Device inspection is not possible. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.